Event description:
A malfunction was reported on the customer's pump, identified by the code malf 12, with no notable events preceding the issue. There was no adverse impact to the customer¿s blood glucose level. Although the malfunction had occurred multiple times, the pump was still under warranty. Technical support arranged to send a new replacement pump and provided instructions for returning the problematic device to avoid additional charges. The customer confirmed understanding of how to handle the return process and was informed about transferring settings and connecting the cgm to the new pump.